Manufacturer narrative:
The returned device analysis did not confirm the reported gripper actuation issue as both grippers actuated as intended. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the available information, a cause for the reported single gripper actuation issue could not be determined. It is possible that the interactions during the procedure resulted in increased tension on the device and/or the user technique contributed to the user experience contributed to the reported issue, but this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device was returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 3-4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. On the 2nd grasping attempt, the posterior gripper arm did not go down. Therefore, the cds was removed and a new cds was used in the procedure. Two clips implanted, reducing mr to 1. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.